Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (358-386 mg/dl) and the ketone level was large. Insulin injections were administered to address the bg level. Due to the ongoing high bg, the customer went to the emergency room (ER). A pump system check was performed and air bubbles were observed in the tubing. The customer disconnected from the pump and new supplies were to be obtained. No additional information was provided regarding the ER visit. Although multiple attempts were made, the customer did not reply to the requests for additional information.